Manufacturer narrative:
Work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that 13.2mm vicm513.2 implantable collamer lens of a -4.5 was implanted into the patient's eye. It was reported that the the lens unfolded and presented a hole/tear within the eye. The lens was removed and a back up lens was used.

Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid in a vial. Visual inspection found an optic and haptic torn lens. Claim# (B)(4).